Manufacturer narrative:
Investigation: (B)(6) reported a potential false negative enterococcus faecium result on the biofire blood culture identification 2 (bcid2) panel after testing the patient's blood culture sample. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the final report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Conclusion: investigation ongoing.

Event description:
Summary: (B)(6) reported a potential false negative enterococcus faecium result on the biofire blood culture identification 2 (bcid2) panel after testing the patient's blood culture sample. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.

Manufacturer narrative:
Investigation: the patient was a 51-year-old female with signs and symptoms of sepsis at the time of testing. On (B)(6) 2024, the patient's positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported all analytes as not detected. The customer stated the same sample was not used for additional testing. Gram-positive cocci were observed on gram stain and e. Faecium was recovered from culture. On (B)(6) 2024, the patient's blood culture sample was retested on the biofire bcid2 panel. The biofire bcid2 panel reported e. Faecium and vana/b as detected. Due to the biofire bcid2 panel result, the patient's antibiotic treatment was delayed. No serious injury or death was reported. The final diagnosis of the patient was sepsis. In-house investigation: filmarray torch instrument (serial number # (B)(6)) that was used for the biofire bcid2 panel test was brought back for a work order to make sure that the instrument was not contributing to the false negative result observed at the customer site. Upon completion of the work order, there was no evidence to suggest that the false negative result was caused by the filmarray torch instrument (serial number # (B)(6)). Conclusion: the investigation concluded that the most likely cause for the false negative e. Faecium result was due to a biofire bcid2 panel pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All quality control (qc) metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, the biofire bcid2 panel e. Faecium assay has a false negative rate of <0.001 in the field over the last year. These rates are within biofire system specifications. Clinical performance: according to table 27. Biofire bcid2 panel clinical performance summary, enterococcus spp. Of the biofire bcid2 instructions for use (www.online-IFU.com/iti0048), the performance claim for e. Faecium showed an overall sensitivity of 100% (95% ci 90.6-100%) and an overall specificity of 99.8% (95% ci 99.4-99.9%). Archived testing was not performed for e. Faecalis or e. Faecium. E. Faecium was detected in all three false positive specimens using an additional molecular method.

Event description:
Summary: (B)(6) reported a potential false negative enterococcus faecium result on the biofire blood culture identification 2 (bcid2) panel after testing the patient's blood culture sample. Due to the biofire bcid2 panel result, the patient's antibiotic treatment was delayed. No serious injury or death was reported. The investigation concluded that the most likely cause for the false negative e. Faecium result was due to a biofire bcid2 panel pouch anomaly.